Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and genital haemorrhage ('abnormal bleeding (genral)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hot flashes, insomnia, withdrawal bleed, endometriosis, menometrorrhagia, depression, diabetes, high cholesterol, hypertension and ovarian cyst. Previously administered products included for an unreported indication: mirena. Concurrent conditions included genital bleeding and oligomenorrhea. Concomitant products included bupropion hydrochloride (wellbutrin), lansoprazole (prevacid), medroxyprogesterone acetate (depo provera), pravastatin sodium (pravachol) and trazodone. On (B)(6) 2010, the patient had essure (ess205) inserted. In 2011, the patient experienced menorrhagia ("menorrhagia(heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2012, the patient experienced menopause ("hormonal changes /hormonal changes describe: menopause"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy(full) with bilateral salpingectomy with unilateral (right) oophorectomy.). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and menorrhagia had resolved and the genital haemorrhage, nausea, weight increased, menopause, vaginal haemorrhage, dysmenorrhoea, fatigue and migraine outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, genital haemorrhage, menopause, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for- pelvic pain, abdominal pain, menorrhagia, nausea, weight gain and hormonal changes. Discrepancy noted in insertion date :2005 (previously reported) ,(B)(6) 2010 (recent follow up) discrepancy noted in removal date :(B)(6) 2018 (previously reported) (B)(6) 2018 (recent follow up) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: dysmenorrhea, menorrhagia, migraines, pelvic pain quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs and medical records received: reporter information, medical, history, historical drug, concomitant drug was added. New events " abnormal bleeding (vaginal) , dysmenorrhea (cramping), fatigue, migraines / headaches, abnormal bleeding (general)" were added. Event "hormonal changes" was updated to "hormonal changes describe: menopause". Severity of event " abdominal pain" was updated as "severe". No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia(heavy menstrual bleeding)") and nausea ("nausea") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy(full) and salpingectomy(bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and menorrhagia had resolved and the nausea, weight increased and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, hormone level abnormal, menorrhagia, nausea, pelvic pain and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for- pelvic pain, abdominal pain, menorrhagia, nausea, weight gain and hormonal changes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received- event injury to herself replaced with new events- pelvic pain female, abdominal pain, menorrhagia(heavy menstrual bleeding), nausea, weight gain and hormonal changes. Patient demographic details were added. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.